Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had received instructions to increase settings when they had gotten home and that they should feel fluttering, however, the patient was unable to make adjustments. Troubleshooting and review of the icons indicated they were unable to increase because stimulation was off. The patient was able to turn stimulation on and adjust the settings. A healthcare professional (hcp) later clarified that the device was not off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.